Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer received note saying error message in the unit.this failed and needs a pressure calibration which was resolved by fixing calibrated pump by using the alaris system maintenance software then selecting device then clicking pressure calibration and following prompts on screen. Got an error saying the downstream voltage reading was not in range. Down stream transducer check failed consult the technical service manual to replace the downstream transducer. Then replaced both upstream and downstream voltage. By taking the cover of and replacing transducers. Then calibrated it using alaris system maintenance software. There was no patient involvement.